Event description:
Information was received indicating that a smiths medical cadd-ms 3 ambulatory infusion pump had a continuous alarm that did not stop after the pump was restarted "several times." It was reported that the issue occurred while in use and no adverse patient effects were reported. It was reported that patient's medication was being administered continuously via a subcutaneous route.